Event description:
Patient with a massive bleed had belmont infusion device running to replete blood products. After 1 hour of use, smoke began to pour out from the heating element. Observed blood in the heating element and it did not come from outside the housing. Upon further observation, determined that there was a crack in the tubing and a large clot around the tubing.